Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, at around 5 pm, she had suffered a hypoglycemic episode while driving a car and had ran over her husband. Patient reports that her bg was 36 mg/dl at the time but doesn't recall the value on her cgm. Paramedics were called and patient was transported to hospital where she was treated with glucose and released the same day. At the time of her call to dexcom technical support, patient was doing better. Patient will be returning her cgm for dexcom to obtain the data to review.